Event description:
It was reported that the patient experienced diaphoresis, agitation, tachycardia, temperature of 104, increased tone with cervical hyperextension, ¿abd¿ ileus, increased ck and rhabdomyolysis. Plain x-rays were done on september 11 and 12. The pump was interrogated on september 12 being in ¿safe mode minimal rate of 12 mcg/day¿ and a low reservoir alarm date of (B)(6) 2013. No alarms were heard. An attempt was made to reprogram the pump to the previous known dose 1275 mcg/day but the pump would revert back. The patient received a new pump and has good tone control on 1000 micrograms per day.

Event description:
It was reported that this patient had a history of spastic quadriplegic cp, seizures, asthma, and bilateral cataracts. The specific symptoms of this patient were unclear as the patient had presented at a different hospital and provider. It was unknown as to if or what troubleshooting was done. The patient status was reported as unknown and the device was to be returned. The device was reported to have delivered lioresal, no other pump medications, and was last refilled on (B)(6) 2013. The patient was also taking keppra and artane.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s pump had premature battery depletion and a possible replacement was planned. The patient was hospitalized with acute baclofen withdrawal. The battery depletion was diagnosed by checking the pump logs. The battery depleted approximately 7 months prior to the elective replacement indicator (eri). It was noted the patient was on a high dose of baclofen. The patient symptoms were reported as underdose. The pump device was used to deliver baclofen. It was later reported that the pump was being replaced on (B)(6) 2013. It was later reported that at time of replacement the pump had 6 months remaining according to the eri. It was later reported that the pump was at a minimum rate when it was interrogated prior to the replacement. The referring health care provider (hcp) thought the pump was originally set for about 1250mcg/day of baclofen. The pump was replaced and filled with gablofen concentration of 2000mcg/ml. The catheter was aspirated at the time of pump replacement and it was noted to be functioning. The pump was restarted at a dose of 300mcg/day. The patient remained in the intensive care unit (ICU) as of (B)(6) 2013, and the reporter had not received any additional updates on the patient. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).